Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the shoulder, which is off-label usage of the device, on (B)(6) 2024. Date of event is an approximation. The patient had inaccurate cgm values 3 days after the sensor was inserted in the shoulder. On 08/04/2024, the day of the event, the patient self-treated with eating some carbs when the cgm reading was low. When the patient experienced feeling unusually thirsty, had to urinate frequently, and was feeling very low on energy, a fingerstick was done, and the cgm was reading low, and the blood glucose reading was 398 mg/dl. The patient was self-treated with insulin and driven to the hospital. At the hospital, another fingerstick was taken and the cgm reading was 80 mg/dl, and the blood glucose reading was 400 mg/dl. The patient was treated with more insulin (route unknown). The patient recovered and was discharged after 2 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.